Manufacturer narrative:
(B)(4). The patient was born in 1940. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event, treatment details, and hospitalization were not reported. At the time of this report, the patient was not recovered from the peritonitis event. Physioneal therapy was ongoing. No additional information is available.